Event description:
During the index procedure, one resolute integrity drug eluting stent was implanted in the lcx. The patient was discharged. It was reported that less than one month post the index, the patient expired due to a sudden cardiac arrest. The investigator reported that there was no relationship between the device and the reported event.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (death).